Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract removal surgery an ophthalmic system displayed a system message and failed to prime, and there was no phacoemulsification power available. Troubleshooting was attempted by flushing the handpiece and retrying, but again the surgeon complained of no phacoemulsification power. A new handpiece was tried and more priming error advisories were received before reverting to another console. The surgery was completed. There was no patient harm. This report pertains to ophthalmic handpiece involved for this reported event.